Manufacturer narrative:
The complaint description states that intraoperatively the femur fissured. A cerclage was done without documented complication. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be related to a product default. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the femur fissured. A cerclage was done without documented complication.

Manufacturer narrative:
The investigation has been reopened due to receipt of patient information. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
The complaint description states that intraoperatively the femur fissured. A cerclage was done without documented complication. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be related to a product default. Addendum added (B)(6): the complaint was reopened due to the receipt of medical report. The medical records have been reviewed. The intra op bone fracture is confirmed. According to the primary surgery notes, the fracture occurred during broaching as opposed to during implantation of the product. There is no indication of a device deficiency. No changes were required to the initial investigations conclusions. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.